Manufacturer narrative:
Additional information to b5: it was reported the patient's blood glucose level rose to 21.2 mmol/l (381.6 mg/dl) while wearing the pod between 1 and 4 hours. The cannula did not deploy during the activation process indicating that there was a needle mechanism failure.

Event description:
It was reported the patient's blood glucose level rose to 21.2 mmol/l (381.6 mg/dl) while wearing the pod between 1 and 4 hours. The cannula did not deploy during the activation process indicating that there was a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that there was a needle mechanism failure.